Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -2.0/+3.0/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The surgeon reports refractive surprise and blurred vision. Reportedly, the lens remains implanted.